Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The returned complaint device was visually inspected and no damage related to the customer complaint was observed. A review of the receiver data log confirmed firmware error code failure. The customer complaint was confirmed. The root cause could not be determined.